Event description:
Description of event according to initial reporter: a female patient of undisclosed age underwent a filter placement procedure in which the cook celect platinum navalign jugular vena cava filter set, g34309, was used. The patient had bilateral clots in which one had dislodged. Patient has colon cancer and is scheduled to undergo colon resection on (B)(6) 2024 and the physician wanted the filter placed as a precaution for pulmonary embolism. During the filter placement procedure, the physician fired the filter into place and the tines did not expand. The filter then tipped where the physician intended to deploy the filter. After the filter tipped the tines expanded. Attempts were made to move and realign, however the tip of the filter was pointing into the vena cava wall and could not be moved, and the physician had to leave the filter in place. A retrieval wire could not be used as the filter tip was in the vena cava wall. A second filter was then deployed below the first filter that was tilted. The physician confirmed the patient is doing well, but there is concern of the tilted filter and the tip in the vena cava wall.